Manufacturer narrative:
Block h6: device code a23 is being used to capture the reportable issue of basket failure to crush stone. Device code a0401 is being used to capture the reportable issue of pull wire break. Block h10: the returned trapezoid rx basket was returned, and a visual inspection found that the handle cannula was detached and had drag marks of the fastening screws. This condition has a direct impact on the device's functionality, and the basket cannot be activated to crush the stone as intended. The detachment of the handle cannula could have been interpreted by the client as pull wire broken. Although x-ray noted the screws were in good condition, the depth of the fastening screws was measured, and the proximal screw had some measurements out of the allowed tolerance. The depth was measured at 4 different points, and some measurements were below the allowable tolerance. It is possible at the time of inserting the screw, an angle of inclination was generated, and this causes a slight variation in some measurements. Additionally, the side car rx was pushed back 2.5 mm, which is out of specification. Based on all available information, it has not been possible to identify the root cause that produced the detachment of the handle cannula; perhaps the manipulation, an excessive force applied, or the patient's anatomical conditions could have contributed to the reported event. Therefore, the most probable root cause is 'cause not established'.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2022. During procedure, the trapezoid basket was inserted into the bile duct to capture a large stone. However, when the basket was closing slowly and steadily with minimal resistance, the nurse felt something had "give" in the handle/catheter. The basket could no longer open or close. The basket was partially opened, and the stone was removed from the basket. The basket was then removed, and a stent was left in the bile duct to facilitate drainage. Patient will need to return for another ercp to remove or crush the stone. There were no patient complications as a result of this event. **additional information received on november 02, 2022** the handle of the basket appeared to be intact, and the pull wire was suspected to have been detached internally. The basket was not fully closed on the stone, they perhaps were able to invert the basket within the duct and dislodge the stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the trapezoid basket was inserted into the bile duct to capture a large stone. However, when the basket was closing slowly and steadily with minimal resistance, the nurse felt something had "give" in the handle/catheter. The basket could no longer open or close. The basket was partially opened, and the stone was removed from the basket. The basket was then removed, and a stent was left in the bile duct to facilitate drainage. Patient will need to return for another ercp to remove or crush the stone. There were no patient complications as a result of this event. Additional information received on november 02, 2022. The handle of the basket appeared to be intact, and the pull wire was suspected to have been detached internally. The basket was not fully closed on the stone, they perhaps were able to invert the basket within the duct and dislodge the stone.

Manufacturer narrative:
Block h2: block b5 updated based on additional information received on november 2, 2022. Block h6: device code a23 is being used to capture the reportable issue of basket failure to crush stone. Device code a0401 is being used to capture the reportable issue of pull wire break. Block h11: block h6 device code has been corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the trapezoid basket was inserted into the bile duct to capture a large stone. However, when the basket was closing slowly and steadily with minimal resistance, the nurse felt something had "give" in the handle/catheter. The basket could no longer open or close. The basket was partially opened, and the stone was removed from the basket. The basket was then removed, and a stent was left in the bile duct to facilitate drainage. Patient will need to return for another ercp to remove or crush the stone. There were no patient complications as a result of this event.